Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The customer stated the error code was displayed when the unit was turned on. The remote service engineer (rse) had the customer review the event log and the customer was unable to confirm the error code in the event log. The rse advised the customer to download the diagnostic report (drpt) and provide it for review. The customer performed a full performance verification test (pvt) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a pressure sensor autozero failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer reported that the error code was displayed when the unit was turned on. The remote service engineer (rse) had the customer review the event log. The customer was unable to confirm the error code in the event log. The rse advised the customer to download the diagnostic report (drpt) and to provide it for review. The investigation is ongoing.